Manufacturer narrative:
Sections with additional information as of 29-jul-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi display. Hospice nurse called on behalf of the customer. The expected fasting blood glucose test result range was undisclosed. The customer did not report symptoms. Medical attention was not reported as a result of the actual blood glucose results. The product is being stored according to specification in the basement dwelling. During the call, a blood test was performed by the customer and produced test results of hi non- fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 08/15/2021 and open vial date is two to three days ago. The meter memory was not reviewed for previous test result history.